Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen (18) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that light guide connector cannot be connected occurred due to improper handling and application of excessive force, impact to the telescope due to fall, shock or similar stress, and owing to the age of the telescope, wear and tear has also to be assumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital> added here due to character limitation in respective field.

Event description:
It was reported the rigid arthroscope's light guide connector cannot be connected. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.